Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered recurring infections, pelvic pain, vaginal bleeding, vaginal discharge, burning with urination, vaginal abscesses and discomfort.